Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 3.0 received the lowbatteryalert (104) on 11/01/2025 06:01:00 after more than 7 days at 17.54 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/14/2025 14:12:00 after more than 7 days at 19.27 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, cracked keypad overlay, label damage, cracked case, cracked battery tube threads, and cracked case (battery tube). In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads, a cracked case, and a cracked case (battery tube) were noted. The customer¿s allegation of failed battery test was not confirmed. The customer¿s allegation of battery cap damage was marked as unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, and from the battery cap to bottom. The customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the battery failed alarm, and no damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.